Manufacturer narrative:
H4: the lot was manufactured between february 14, 2023 ¿ february 16, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The expected therapy time was 46 hours; however, it was observed that the infusion was delayed for 20 hours longer than expected. The patient was given 90ml sodium chloride injection, 3.5g fluorouracil for injection, 140ml sterilized water for infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.